Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and use error.

Event description:
Healthcare professional reported right side "small amount of seroma that was aspirated." Healthcare professional additionally reported "deflated right implant," "small tear at the circumferential edge of the deflated implant, most likely from some sort of intraoperative trauma, it looks larger than the needlestick, and looks as though this may have been caught with suture with a suture scissors perhaps when cutting some of the closure sutures," not related to the device. The device has been explanted and replaced.